Manufacturer narrative:
H3: product analysis :part # 8350312, lot # k23h1157 visual inspection confirmed one of the rod holder arms has broken at the shaft. The damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion (l5-s) due to spondylolisthesis. It was reported that the rod holder suddenly broke during normal use. As no unusual handling was involved, it is considered that the breakage may have been due to aging deterioration. There were no patient symptoms reported. There were no further complications reported regarding the event.